Manufacturer narrative:
Manufacturing representative went to the site to test the system, replaced hand switch and performed a system checkout. System was operational. B01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take 2d images. Clinical study manager(csm) reported the gantry was opened and closed, foot pedal was utilized with no resolution. Csm reported the image acquisition system (ias) was rebooted and the 2d images were acquired. Csm reported the 3d images were unable to be acquired with hand switch. Csm reported the foot switch was used. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6) analysis was performed for this event. In summary, the analysis concluded that confirmed reported complaint, "unable to perform spin." Visual inspection passed. Installed hand switch into test system. System booted and readied. When actuated, the 2d and 3d buttons would not acquire an image and store button failed to store when pressed. Faulty hand switch. MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.